Event description:
Complainant alleged that during a routine shift check by a clinician, the device's paddle controls were inoperable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect multi-function cable was returned. Our evaluation verified the reported malfunction and attributed the failure to an open wire within the multi-function cable. The customer received a replacement multi-function cable to resolve the malfunction. No trend is associated with reports of this type.